Manufacturer narrative:
The autopulse platform in complaint will not be returned for investigation. Therefore, a physical investigation will not be performed. A supplemental report will be filed if and when the product is returned and investigation has been completed. The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR in cases of clinical death. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. In this case, when the crew want to deploy the autopulse on a (B)(6) female patient who was not breathing and currently being administered manual CPR, the autopulse platform (sn (B)(4)) displayed a "replace battery" message with the insertion of autopulse li-ion battery (sn (B)(4)). The crew decided not to use the platform and continued manual CPR until arriving at the hospital. The patient survived but later died at the hospital due to natural causes. Autopulse did not provide compressions, and did not cause or contribute to the patient's death.

Event description:
The emergency crew arrived on the scene in response for a patient (not breathing) and currently being administered manual CPR. The autopulse platform (sn (B)(4)), inserted with the autopulse li-ion battery (sn (B)(4)), was deployed and displayed a "replace battery" message. The crew decided not to use the platform on the patient. The patient continued to receive manual CPR until arriving at the hospital. It was further reported that at an unspecified time the patient was subsequently pronounced by the hospital doctor. Additional information from the customer stated that the patient's outcome is likely due to natural causes. The patient was not feeling well, the day prior to this event. Following the event, the user performed further testing at the station. The battery was tested, charging it in an autopulse multi chemistry charger and inserting it in another autopulse platform with the same "replace battery" message issue observed. The autopulse platform (sn (B)(4)) was also tested using another battery and operated as expected without any issue or error message observed. This references the report of "replace battery" message on the platform. The report of the battery not holding charge is referenced under MFR 3010617000-2018-00129.